Manufacturer narrative:
Correction: the patient reported that she had her mentor cpx 2 breast tissue expander 275cc device replaced with unspecified breast prostheses on an unknown date. The breast swelling reported to the FDA in the initial report is attributed to the replacement implants. The manufacturer of the patient¿s replacement implants is currently unknown. A supplemental report will be submitted if mentor received information about the manufacturer of the replacement implants. There is no alleged complaint against the patient's mentor cpx 2 breast tissue expander 275cc device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unknown procedure with an unspecified mentor breast prosthesis has swelling in one of her breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.